Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Reported phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19027. It was reported that one of the patient's leads was exhibiting high impedances. Surgical intervention is anticipated. It is unknown which lead is exhibiting high impedances so both are being reported on.